Event description:
During a device use to monitor a patient, it was reported that the device screen froze and it went blank. The user changed the device and there were no patient issues reported due to the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to duplicate the reported failure. Physio replaced the installed battery and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed battery at the failure analysis center and found no failures.